Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found no image due to a cable break and the connector plug inside the camera head was pulled off by pulling too hard on the cable. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported.

Event description:
A user facility reported to olympus that during a colonoscopy examination, the device reported error "e102" and switched to the emergency lamp. The examination was completed successfully after restarting the light source. There was a slight prolongation of the procedure, prolonged sedation of the patient. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported.

Manufacturer narrative:
This supplemental report is submitted to correct information submitted on the initial report. Correction to field g3 on initial report - the correct date for field g3 on the initial report is (B)(6) 2022. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct sections d9, h3, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.